Event description:
Patient was undergoing percutaneous coronary intervention for inferior stemi. During deployment of a 3.0 x 23 xience xpedition everolimus eluting stent in the right coronary artery, the delivery balloon ruptured. The balloon ruptured at 16 atm. Its rated burst pressure is 18 atm. The physician examined the balloon upon removal and indicated that all pieces of the balloon were removed from the patient. Procedure was sucessfully completed. Patient was asymptomatic and discharged in 2 days.what was the original intended procedure?percutaneous coronary intervention.